Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to a pocket infection. The right atrial, and right and left ventricular leads remain in-service as there was no evident vegetation on the leads themselves. No further adverse patient effects were reported. The device remains in the possession of the hospital.